Event description:
On 05/22/2012, it was reported that an AED was used during a rescue attempt on (B)(6) 2011 and that the AED did not power on when the power-on button was pressed. A second defibrillator was on the scene but never deployed. The patient was not resuscitated.

Manufacturer narrative:
The equipment has been requested to be returned to assist with the investigation, however, to-date, it has not been received. The investigation remains open.